Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the error codes 305 and 201 occurred and the procedure was canceled with a patient under general anesthesia. The farastar console crashed during a procedure. As a result, two additional procedures scheduled for that morning had to be canceled at the last minute. The errors code appeared after 30 applications during the procedure. A repaired was done and the binary code hv power board was replaced, and the device is fully operational.